Event description:
Related manufacturer report number: (B)(4) during a scheduled follow-up, decreased sensing and low pacing impedance were observed on the right ventricular (rv) lead. It was also noted that there was low pacing impedance and a change in the threshold on the left ventricular (lv) lead. A dislodgement of the rv and lv leads was suspected. Diagnostic imaging is anticipated but has not yet been performed. The patient was stable and will continue being monitored.